Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 40 mg/dl. Customer's other relevant blood glucose level was 437 mg/dl. The customer was treated by glucose intravenous and prednisone. Customer did not wish to trouble shoot. It was also stated that the drive support cap appears normal. The insulin pump will not be returned for analysis.